Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/additional information: additional information: valid lot was reported. Section d updated to reflect impacted lot/expiration date. Device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the tip is observed to be detached from the syringe, remaining in the luer of the mating component. There is no visible damage to indicate why the breakage occurred. A device history review was performed for reported lot 2308718, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including tip and thread verification. No issues related to the reported incident were found. To date, there have been no other similar events reported for this lot. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time. It is likely the tip broke due to force used the engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
Additional information: "the batch number of the defective product is 2308718 . Bd plastipak luer-lok 50 ml syringes (supplied with dosi-fuseur dispenser) ref 300865.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
When filling the diffuses the syringe broke inside the tip of diffuser when was the issue detected? During the filling. Was affected product used on a patient? Yes. No administration - financial consequences. Was there any impact to a patient, hcp, user or other? No. Type of clinical event(s), if patient, hcp, user or other impacted? No. Describe impact to patient, hcp, user or other, including recovery, if applicable? No impact. A new antibiotic was put into diffuser. Was the user exposed to hazardous, blood, or bodily fluids? No. Did the incident involve incorrect test results? No. Was patient treatment altered because of these results? No. Comments: financial consequences (10g of cefotaxime lost). Sample / photo available for return? No.